Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed at the distributor. As received, the belt passed incoming functionality testing. The belt was found to have gel leaking from the therapy electrode. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an allergic reaction to the metal on the electrodes that lead to an itchy rash and small bumps. The patient also indicated that they experienced irritation to a gel leak. The patient reported that their doctor advised them to use hydrocortisone cream for the reported irritation. The patient's itch improved. The patient's current medical outcome is unknown.